Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a vessel of the arm. An encore inflation device was used. A 7.0mmx80mm, 40cm gladiator¿ balloon catheter was advanced to the lesion. The balloon was inflated once at nominal pressure for 1 minute. However, when the balloon was deflated, it was noted that the balloon would not deflate. A syringe was used to aspirate the balloon several times until it was deflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.